Event description:
During a surgical procedure to implant the inspire system, shortly after putting the stimulation cuff on, the patient coded and his heart rate went down to 28. An emergency team responded in the operating room and provided treatment. Immediately after treatment, the patient's blood pressure dropped and the emergency team again provided treatment. The physician decided to end the case. The patient is currently in the ICU and should make a full recovery.